Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient no longer received pain relief from the device. It was the third strike on the ins. The ins was removed on (B)(6) 2019 and was expected to be returned. A lead check displayed both leads had migrated. One migrated up to the top of t7 and the other migrated down to the top of t10. The leads were originally at the top of t8. The patient was doing a buried lead trial to determine the effectiveness of the therapy after the lead migration. If no relief, the patient wants the leads explanted. One of the leads was not working when connected to extensions and the wens. The lead appeared fractured. The hcp was leaving the lead in for the duration of trial. No further complications were reported. On 2019-12-17 reporter info (rep): additional information received from the manufacturing representative (rep) indicated that the patient is scheduled for ins implant and percutaneous lead revision. The rep noted that the physician preferred to leave both leads implanted instead of doing a lead replacement, because the patient is receiving adequate pain coverage. The rep then stated that the leads will possibly be explanted on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
H3: product ID: 97714, serial no: (B)(6), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to two over discharges. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 03-aug-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for non-malignant pain and lumber radiculopathy. The caller reported that the patient has not charged the device in months, and wants the device removed because it is not working for the patient. It was stated that the device will not charge anymore. The patient was redirected to follow-up with their healthcare provider. Additional information received from the caller indicated that the patient has an appointment with a physician and would like a manufacturing representative (rep) to be present. Additional information received from a manufacturer representative (rep). It was reported that the patient no longer received pain relief from the device. It was the third strike on the ins. The ins was removed on (B)(6) 2019 and was expected to be returned. A lead check displayed both leads had migrated. One migrated up to the top of t7 and the other migrated down to the top of t10. The leads were originally at the top of t8. The patient was doing a buried lead trial to determine the effectiveness of the therapy after the lead migration. If no relief, the patient wants the leads explanted. One of the leads was not working when connected to extensions and the wens. The lead appeared fractured. The hcp was leaving the lead in for the duration of trial. No further complications were reported.